Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese female patient had impella 2.5 pump inserted in the right femoral for myocardial. During impella support the patient developed hemolysis and required 8 units of red blood cells over a period of two days. It is unclear whether the impella or extracorporeal membrane oxygenation (ECMO) caused the hemolysis.